Event description:
Covidie formerly tyco healthcare received a report from a biomedical engineer that the unit did not provide an audio tone in 2008. This was found during pms and no patient harm reported.

Manufacturer narrative:
The customer has opted to not return the unit in for evaluation at this time.